Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of low battery alert. The customer's blood glucose reading was unknown. The customer stated that the pump suddenly showed the medtronic logo and turned off. The pump eventually turned back on. The customer stated that the pump asked for a new battery every 2 or 3 days. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with high sleep current at 6.0 a, the problem was isolated to the printed circuit board assembly. The insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had cracked case on the back at the battery tube area, cracked keypad overlay at the select button, faded serial number label, minor scratched display window, scratched case and scratched keypad overlay.